Manufacturer narrative:
The reported event of unsealed header was not confirmed. The connector dimensions and seals were found normal and were within specifications. No sealing ring anomalies were found that would cause fluid leakage into the connector block. The device passed all environmental and electrical testing. No anomalies were found.

Event description:
It was reported that the patient presented for a normal pacemaker replacement procedure. Upon extracting the device, the physician noticed there was a fluid inside the header block and suspected the sealing rings may have deteriorated. The chronic leads were removed from the device and were heavily cleaned with sterile gauze to remove tissue before inserting into the new pacemaker. There were no other issues with the device function or lead tests. The device change was completed successfully. The patient remained stable and normal measurements were observed on the newly implanted pacemaker.